Manufacturer narrative:
On sep 27 2021, the mentor failure analysis lab received the device for evaluation. On sep 29 2021, additional information was received indicating the replacement devices were mentor gel breast implants (serial numbers (B)(6) and (B)(6)). Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold in the posterior view. Additionally, a tear was identified within the crease measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 425cc breast implant and experienced deflation on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2021.